Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition; with a clip in the jaws; the clip was removed in order to measure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed one scissored clips, and then the remaining clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video-laparoscopic cholecystectomy procedure, this clip applier was used to close the cystic duct and artery. The clips applied failed to close properly and had to be replaced by clips applied by a new device. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.